Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The tip od was measured which is within specification. The stent was damaged at its proximal end. The struts on the three most proximal rows were bunched together and misaligned. This type of damage is consistent with the stent meeting resistance during the removal of the device from the patient. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x24mm promus element drug eluting stent was selected for use to treat the lesion. However, the physician noted that the stent was lifted. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that stent damage occurred. A 2.50x24mm promus element ¿ drug eluting stent was selected for use to treat the lesion. However, the physician noted that the stent was lifted. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.